Event description:
A patient reported blood glucose results of 196 mg/dl with a lifescan meter and 85 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. Meter was replaced.